Event description:
Info received indicates that the pump pushed liquid backward and forward during infusion. No pt injury.

Manufacturer narrative:
Investigation showed the air-in-line sensor was installed incorrectly which resulted in the malfunction. The pump has been repaired.